Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor was chosen for implantation, utilizing the large flexnav. The patient presented with atrial fibrillation (af), sinus bradycardia, and calcified arteries. A safari guidewire was advanced and crossed the aortic valve. However, the patient went into a complete heart block when the safari guidewire crossed the aortic valve. The valve was implanted at a depth of 3mm. The heart block persisted after the navitor was implanted. After the navitor was implanted, a permanent pacemaker was placed. It was noted that no adverse event occurred due to the performance of the flexnav or navitor devices.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.